Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. Engineering evaluation did not find a system malfunction since the second lead was placed correctly, only having issues with the first lead (done before). So, no registration issues are appreciated. The first lead could have some navigation issues related to the camera position. Finally, the first and second leads were placed inside surgeon parameters. There were no reported adverse effects to the patient. The observed overall risk level is low which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
This event occurred with the right stn lead being off by more than 3 mm on the first pass, essentially falling into the same trajectory on the second pass, not shifting enough on the third pass, and finally being placed in an acceptable area on the fourth pass. The second pass only the target was adjusted, the third the entry was adjusted with a slight adjustment to the target, and the final pass both the entry and targets were adjusted again. There was a lot of speculation as to why the trajectory was deviating to such a high degree, the initial suspect was the merge accuracy, but upon the placement of the left lead it was found to be less than 0.9mm off axis and very close to the plan. Dr. Vardiman's hypothesis was something anatomical causing the deviation or something mechanical with the robot. Regardless I believe that it warrants further investigation I have already uploaded the case.